Manufacturer narrative:
The na electrode lot number is fqp55. The cl electrode lot number is fwd62. The expiration dates were not provided. The field service representative flushed the waste lines, replaced the sipper and vacuum nozzles, replaced the missing collar on the sipper nozzle, cleaned the dilution vessel, replaced the electrodes, and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 167.5 mmol/l, and the repeated result was 140.8 mmol/l. The initial cl result was 127.2 mmol/l, and the repeated result was 105.4 mmol/l. The sample was repeated because the results didn't match the patient's clinical picture. The repeated results were obtained on another module and were believed to be correct.